Event description:
It was reported by the patient that following a storm the remote monitor was no longer receiving power. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report. The device will not power up using the returned power supply, device powers up using a known good power supply but will not start interrogation.

Event description:
It was reported by the patient that following a storm, the remote monitor was no longer receiving power. A new power cord was tried but that did not resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.